Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lcd monitor had a out of box failure the device had no image on the sdi and dvi ports. The issue occurred during installation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was not returned to olympus for inspection, and therefore the customer¿s complaint could not be reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "not getting image on the sdi, dvi ports" malfunction could not be identified. Olympus will continue to monitor field performance for this device.